Event description:
An advocate stated the customer's contour next did not retain any readings in memory. The advocate was advised to return the meter for investigation. A new meter was sent to the customer.